Event description:
It was reported that pump displayed high blood glucose based on continuous sensor readings, and customer confirmed high level with meter reading of 25.5 mmol/l. Customer delivered a correction dose through pump, confirmed there were no issues with infusion site, cannula, tubing, or insulin handling, and was instructed to replace supplies as needed, resume insulin, and consult healthcare provider to discuss factors that might be affecting blood glucose levels.